Event description:
The pt was implanted with a left ventricular assist device (lad). Approx 29 months post implant, the vad coordinator reported that the pt was found unresponsive in his home. It was reported that the pump was off and the batteries it was attached to were fully depleted. No autopsy was performed.

Manufacturer narrative:
The pump will not be returned to the MFR for eval, as the pump was not explanted from the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.